Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, multiple cartridges were difficult to remove from the pump. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 390-400 mg/dl.